Manufacturer narrative:
Pt info was not available but has been requested; passive planar probe is an accessory used with the polestar integration system; lot number and mfg date have been requested by mnav but was not available at the time of his report; medtronic navigation is in process of investigating cause of event. A more definitive conclusion will be provided upon completion of investigation.

Event description:
Reported via medtronic (B) (4): pt suffering from severe brain abscess due to infection. Infection occurred after surgery using medtronic navigation's polestar integration system. No investigation has been completed at the time of this report as to the cause of the pt event. Medtronic navigation is filing this MDR to ensure visibility to pt event as a result of a procedure that utilized medtronic navigation's polestar passive planar.